Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose value and blood glucose readings. Customer stated that he got a threshold suspend and his blood glucose was 115 mg/dl. Customer had a threshold suspend all night long and this morning, his blood glucose was 500 mg/dl but his sensor glucose value was below 40. Customer's sensor glucose was later at 59 and his blood glucose was at 163 mg/dl. Customer stated that this might be the third time that this has happened. Customer declined troubleshooting for high blood glucose. Difference between readings was not within an acceptable range. Customer stated that he did not have a bent, kinked cannula. Customer was advised to monitor the sensor and turn it off for 2-4 hours before reconnecting to the old sensor.